Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, clinical assessment indicated that the patient's qualifying condition was stable angina and was referred for elective cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis, and was 12mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 20mm study stent. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, a 2.5x12mm promus premier drug-eluting stent was implanted in the mid left anterior descending (lad) artery. In (B)(6) 2016, the patient was hospitalized due to mild symptoms of exertion which was finally diagnosed as angina pectoris and the patient was referred for cardiac catheterization. Selective coronary angiography was performed which revealed 30% stenosis in proximal lad and isr of previously implanted 2.5 x 12mm promus stent in mid lad. On the same day, isr in the mid lad was treated with cutting balloon angioplasty using 2.5 x 10mm cutting balloon. Following percutaneous intervention, residual stenosis was less than 10% with timi 3 flow. On the following day, the patient was discharged on dual antiplatelet therapy.